Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a /manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was having to charge more frequently because they had been turning stimulation up to get more relief in the cervical area. The rep checked impedances and found that contacts 1,2,4 and 7 were high. The rep programmed around these contacts and the issue was resolved. No further complications were reported.